Manufacturer narrative:
Insulin pump fail to power up due to corroded battery tube compartment noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump turned off without alarm and when she removed the battery from the insulin pump there was in the battery compartment a liquid like oil. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.